Event description:
It was reported that the customer had an issue with a quick serter. Customer's blood glucose level was 87 mg/dl. Customer stated that she knocked it off and broke the quick serter while she was in a wheelchair. Customer does not have the quick serter available for return. Customer will be shipped a replacement as a courtesy. Customer was in the hospital for a non-diabetes related injury. Customer had a brain tumor which triggered seizures and resulted in needing to have brain surgery. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.